Event description:
It was reported that the user received recurrent alert 41 while attempting to rewind the insulin pump, even after restarting the device and performing a dry run, and switched to alternative therapy; this reflects a failure to infuse associated with the firmware component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a communications problem and a failure to infuse related to the firmware component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.